Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the tip of the pituitary is broken. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation; the upper jaw is broken off at the base of the dynamic jaw; the broken off portion of the jaw is missing and not returned for analysis. Optical examination discovered a quasi-brittle fracture, with river lines and shear lips suggesting the direction of fracture. The location, and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.